Manufacturer narrative:
The reported the distal end percutaneous lead (driveline) replacement on (B)(6) 2015 was reported in MFR report number 2916596-2016-00107. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there is damage at the site where the distal end percutaneous lead (driveline) replacement was done on (B)(6) 2015. Rescue tape was applied to the area. Unfortunately that is not enough to do another repair.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer¿s investigation conclusion the report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the submitted photos. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit, there were no atypical alarm, and appeared to be functioning as intended. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.